Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The guidewire was returned wrapped around itself. Visual and microscopic inspection revealed the guidewire was returned in two fragments; the proximal fragment was approximately 185cm long and the distal section was approximately 15.3cm long. The guidewire nitinol and core wire were separated, the guidewire nitinol was bent proximal to the separated section and polytetrafluoroethylene (ptfe) coating peeling on several places between approximately 19.0cm to 38.0cm from its proximal end. Scanning electron microscopy (sem) was also performed for further characterize the fracture and analysis of the images of the proximal separation site showed dimpling, indicating a ductile fracture. Additional information indicated the device was inspected and confirmed to be in good condition during/after unpacking and preparation and prepared as per directions for use (dfu). Continuous flush was maintained, it was difficult to advance the entire system, resistance was encountered when trying to torque the guidewire while the tip was outside the microcatheter, and the torque device was used. Based on the information available and analysis of the device, it appeared the torque device was dragged down the ptfe and the observed peeling ptfe coating likely occurred from an insecurely tightened torque device. Per the dfu, securely fasten the torque device onto the wire to prevent slippage of the torque device and to avoid product damage (i.e., core wire abrasion/peeling of ptfe, etc.)." The separated nitinol and core wire and bent nitinol likely occurred due to manipulation of the guidewire after resistance was met. Per the device dfu, "always advance or withdraw the guidewire slowly and carefully. Never advance, auger, withdraw, or torque a guidewire which meets resistance. Resistance may be felt and/or observed under fluoroscopy by noting any buckling or prolapse of the guidewire tip. Excessive force against resistance may result in damage to the guidewire, such as separation of the guidewire tip, damage to the interventional device, and/or vessel perforation. Determine the cause of the resistance under fluoroscopy and take any necessary remedial action." As such, a cause of use error was assigned to the confirmed guidewire break and the as analyzed separated nitinol and core wire, bent nitinol and ptfe peeling.

Event description:
It was reported that the guidewire broke inside the patient. There was no patient consequence reported.

Event description:
It was reported that the guidewire broke inside the patient. There was no patient consequence reported.